Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced high blood glucose levels and positive results in ketones test. The customer's blood glucose level was 424 mg/dl. The customer treated with manual injections. The customer did not mention any symptoms. It was unknown if auto mode was active at the time of the event. The troubleshooting guide was not completed. No further details were provided. The insulin pump will not be returned for analysis.